Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port is dirty and possibly damaged. Reportedly, the usb cable is loose in the port and the customer had to hold the cable in place for the pump to charge. Customer had elevated blood glucose levels (402 mg/dl). Customer stabilized blood glucose level via injections.